Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. Upon visual inspection, it was observed that the luer lock swivel was connected to the y-connector body. When physical exertion was applied to the luer lock swivel adapter, it could not be removed from the y-body. It was noted that the o-ring inside the swivel adapter was missing. It is unknown if the o-ring was initially present of if fell off when the physician re-attached the luer lock swivel back onto the y connector assembly. While the investigation is ongoing, this incident was most likely the result of the luer lock swivel collar not being firmly manually attached to the body of the y-connector during the manufacturing process of the reported part.

Event description:
Customer reports, "the rotation adapter had separated during the investigation". The face of the physician was splashed with contrast medium and blood. The adapter could be attached again. The ptca procedure had to be repeated." Additional information provided by b. Braun berlin indicated the cap of rotating adapter disconnected when the surgeon pressurized the system. The pressure was 4 to 6 bar. The fluid solutions and blood from inside the tubes splashed around. After procedure, the surgeon tried to connect the cup of the rotating adapter with the body. The cap audibly clicked in. The report indicated the physician was splashed in the face with blood. However, when requested, no further information was made available on the status of the physician and if the physician was contaminated, or if any protocol bloodwork testing was performed. No patient injury was reported.